Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, a loop air leakage alarm occurred during the pre-use self-check of cs300 intra-aortic balloon pump (iabp) equipment . There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
It was stated by a getinge field service engineer (fse) that during testing, it was found that the safety disk (0997-00-0985) was faulty. After the fse replaced the safety disk, all functional parameters of the equipment were normal and the equipment was delivered to the customer.

Event description:
N/a.